Event description:
(B)(4). The provider states the yellow light is on and alarming. The unit has 9338 hours on it ans was with consumer when the yellow light came on. No additional information available and was not with a consumer when the issue was discovered. (B)(4).